Manufacturer narrative:
Continuation of medical device: 4076 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient received several inappropriate shocks and there was a high sensing integrity counter (sic) and oversensing of noise from the right ventricular (rv) lead, along with ventricular fibrillation (vf) episodes observed. It was noted there was a suspected connection issue between the rv lead and the cardiac resynchronization therapy defibrillator (crt-d), or a possible rv lead fracture. The rv lead was reprogrammed to tip-coil sensing, as noise was not observed in tip-coil polarity. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory had an observation relating to vf detection. If information is provided in the future, a supplemental report will be issued.